Event description:
Event description guidant received information at follow-up three weeks after implant, that this right ventricular lead (253522) was unable to capture the myocardium secondary to high pacing threshold measurements. The lead was successfully repositioned during a revision procedure. Three weeks later, the lead once again displayed high threshold measurements. The patient was given IV steroids to see if capture thresholds would improve. It was noted that the patient was taking medication, for seizures related to a head injury, which was suspected to both increase thresholds and minimize the effect of steroids. The lead was explanted during a second revision procedure, and a new lead was attempted and damaged. The attempted lead was not placed and another new lead was successfully implanted. The patient did not experience any symptoms due to the loss of ventricular capture.